Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient stated her ins wasn't working. The patient said at 3am this morning she had to use the bathroom and when she got up she felt this really weird popping and burning sensation right where her implant incision is. The patient said that she's been having trouble peeing and has bladder retention all over again. The patient said normally when she turn up her stimulation she feels a little "jolt" (ie. Stimulation), but now when she turned her stimulation all the way to full blast she doesn't feel anything. The patient said normally she was around 1.5v and she is on 2v and the patient keeps increasing the stimulation, but nothing happens and she hadn't felt stimulation at 8.0v. The patient had to go to the hospital this morning to get catheterized to drain the urine because she can't use the bathroom. The patient said before today she could "feel something coming for a couple days" because she wasn't using the bathroom right and was having was retention, but not a lot then all of sudden her urine got really foaming, dark, and smelly. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the cause was determined and they just needed to change the program in which they have. The battery was on, and issues have been resolved. No further complications were reported or anticipated.